Manufacturer narrative:
Exact date: unknown, implant date was in (B)(6) 2022.

Event description:
It was reported that the patient underwent a non device related cardioversion due to cardiac arrthymia. Since then, the patient's deep brain stimulation ipg no longer works and will not accept a charge. A magnet reset was performed but the issue persists. The patient underwent an ipg revision where the device was replaced with a new one.